Event description:
It was reported that 2 syringes 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: the needle with the shield was separated from the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/15/2020. H.6. Investigation: customer returned three (3) loose 29gx12.7mm, 0.3ml bd insulin syringes. Customer reported the needle with the shield was separated from the hub. All three returned syringes were examined, and none exhibited needle hub separation; removing the cannula shield from each syringe did not result in needle hub separation. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There were six (6) notifications [200864499, 200842714, 200863709, 200863773, 200863775, 200842006] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle hub separates due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 syringes 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: the needle with the shield was separated from the hub.